Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous (B)(6) results for two samples from the same patient tested for the elecsys hbsag ii immunoassay on two cobas 8000 e 602 module (e602) analyzers, serial numbers (B)(4). No erroneous results were reported outside of the laboratory. Four sample tubes were initially collected from the patient. One of these 4 sample tubes was sent for testing on a third e602 analyzer (serial number (B)(4)) on (B)(6) 2018, resulting with an (B)(6) value of (B)(6). The customer repeats (B)(6) samples on an abbott analyzer, so this sample was repeated on an abbott analyzer, resulting with a value of (B)(6). No units of measure were provided for the abbott assay. A second tube from the initial collection was tested on e602 analyzer serial number (B)(4) on (B)(6) 2018, resulting with an (B)(6) value of (B)(6). This same tube was repeated on the abbott analyzer, resulting as (B)(6). Since the results from the two tubes were not compatible, a new sample collection was requested. A sample from the second collection was tested on e602 analyzer serial number (B)(4), resulting with an (B)(6) value of (B)(6). This same sample was repeated on an abbott analyzer and the result was (B)(6). The customer did not know which results were correct. No adverse events were alleged to have occurred with the patient. Upon review of the alarm trace, there were no relevant alarms found close to the time that the first tube from the first sample collection was pipetted.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.